Event description:
It was reported that the lead integrity alert (lia) was triggered on the right ventricular (rv) lead due to oversensing in the way of noise, elevated short interval counts (sic) and two or more non-sustained tachycardia episodes. The rv lead was reprogrammed and subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 507652 implantable pacing lead, implanted: (B)(6) 2012; product ID d314drm implantable cardioverter defibrillator,  implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the criteria for the right ventricular lead integrity alert were met. 3 lead failure predictor episodes of less than 220 milliseconds v-v cycle are recorded on (B)(4) 2013. 517 of 535 lifetime ventricular sic occurred since (B)(4) 2013. The lead integrity alert (lia) triggered on (B)(4) 2013 due to meeting the conditions for non-sustained tachycardia episodes and ventricular sic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.